Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation with no fluid in the bladder. Visual inspection did not find any issues that could have caused the reported problem. A functional flow rate test was performed and the flow rate was found to be within the specification range of the product. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor underinfused. This occurred during patient infusion. The device was expected to delivery 240 ml of solution in 48 hours, but only delivered 160 ml in 58 hours. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). The lot was manufactured from 10/05/2012 to 10/08/2012. A request for the return of the device has been made. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.